Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1973-2021, this incident has been deemed reportable due to the corrosion found on the power connector only and not part of recall. The correct b5 should be "the manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient." Section h: (device) problem code grid, remedial action init (rfb) and recall (z) number (rfb) has been corrected/updated.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at third-party service center it was found that the device was visually inspected and found power connector of the unit is corroded, and the unit cannot be powered on in order to collect the error log/machine hours/error code numbers/software version. Corrosion on metallic surfaces. Dust and dirt contaminants were also found in the device. The device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
Corrosion on metallic surfaces. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at third-party service center it was found that the device was visually inspected and found power connector of the unit is corroded, and the unit cannot be powered on in order to collect the error log/machine hours/error code numbers/software version. Corrosion on metallic surfaces. Dust and dirt contaminants were also found in the device. The device was scrapped.

Manufacturer narrative:
H3 other text : service by third party service center.